Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: difficult to deploy stent. It was reported that the xience v was deployed in the mid lad at 8 atm and there appeared to be a slight waist so the stent delivery balloon was then inflated to 10 atms and a perforation resulted. A pericardiocentesis was performed and a graftmaster was used to seal the perforation successfully. The pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Perforation, as listed in the IFU, is a known adverse event associated with coronary stenting and not necessarily in indication of a product quality issue. Difficulty to deploy can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and inflation technique when using the device. No info regarding the pt anatomy was provided. A conclusive root cause cannot be determined.